Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) belgium alleging that their onetouch verio2 meter had been reading inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged issue occurred at an unspecified time on (B)(6) 2015. At this time the patient obtained blood glucose results of ¿206 and 236mg/dl¿ on the subject meter within 20 minutes of one another. The patient manages their diabetes by self-adjusting their insulin dosage based on subject meter readings and as a result of obtaining the alleged subject meter results the patient increased their normal dosage of ¿novamix¿ from 12 units to 17 units. The patient stated that on (B)(6) 2015 they then experienced symptoms of ¿shivering cold¿ which they related to hypoglycemia. No form of treatment or medical intervention was mentioned during the initial call with the csr and no other device was used in order to measure the patient¿s blood glucose at this time. At the time of troubleshooting the csr confirmed the unit of measure was set correctly on the subject meter, and the samples were taken from an approved sample site. The patient¿s products were replaced and requested for evaluation. Although the blood glucose comparison being made did not exceed lfs¿ criteria for accuracy, this complaint is being reported because the patient claimed to have experienced symptoms which are suggestive of serious injury after the alleged product issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.